Event description:
It was reported by the patient that the device was safely removed due to infection. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086 MRI implantable pacing lead: (B)(6) 2012. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.